Manufacturer narrative:
The subject device was returned and evaluated. The evaluation uncovered the following: the charged coupled device (ccd) and video cable were broken (hence the green image). A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established, however, it is probable that the issue occurred because of the following problems with the ccd holder: (1) the adhesive was not adapted to the load/temperature collective (insufficiently formed adhesive layer), (2) the spring to the holder assembly was asymmetrical, and (3) the holder was damaged because a suboptimal adhesive was used. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that endoeye hd ii, the screen turned green during the procedure the screen turned green. There were no reports of patient harm associated with the event.